Event description:
A caller reported experiencing an issue with their continuous glucose monitor (cgm), specifically citing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller was guided through the process. Following the pump reset, the cgm error code did not reappear, and the caller successfully started their sensor session.